Manufacturer narrative:
Date of event: unknown, the exact date was not provided. The best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 24.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to an undefined malfunction of the lens. The lens was replaced with the same model, but a smaller, diopter of 23.0. Reportedly, there was no patient injury. Patient outcome post op was not known. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 01/12/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received at the manufacturing site. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the labeling was not reviewed because limited information was received regarding the issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.